Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor indicated that the shock energy is lower than the original allowable value. There was no reported patient involvement. Based on the information available, the cause of the reported problem was determined to be a component failure. The customer was provided with a replacement therapy capacitor and the issue was resolved. The device remains in use at the customer's facility. No further action is required at this time.